Event description:
It was reported that the pump showed: check plunger sensor alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case, battery door, right plunger case were cracked; left plunger case had broken screw boss. Event history log (ehl) showed: check syringe plunger sensor. Power up process and plunger functional test were performed and the reported problem was duplicated; due to stuck flippers and fluid ingression was visible inside the left plunger case's flipper screw. The root cause of the issue was deemed to be fluid ingression into the plunger head as a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced left plunger case.